Event description:
During procedure, staff noted smoke coming from machine and immediately shut-off and disconnected from patient. A different ri was obtained and the case continued without further incident from the replacement.